Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, "hemodialysis patient arrived for scheduled dialysis treatment. Patient arrived vis wheelchair with nursing home joerns mesh sling underneath patient. Upon transferring patient from wheelchair to dialysis chair utilizing dialysis facility joerns hoyer lift device, the sling loops ripped apart from the mesh sling body. The patient landed on the floor, landed on his back. Patient remained alert and oriented, reported back pain. Nine-one-one (911) was called, patient was transported to ER and admitted to hospital. No fractures reported." Upon speaking with the facility, the sling is blue mesh and of unidentified model number or vendor. When the facility inspected the sling after the incident, they were unable to read the label due to the printed information was washed out. The broken sling was returned to the nursing facility after the incident. (B)(4) was entered into our system.